Event description:
It was reported that the versapulse did not start during a procedure. The error 221 was showed in the screen. The patient was under general anesthesia and the procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
D3/g1: additional manufacturer email: (B)(4). Upon the field service performed for boston technical services, it was noticed that the screw of the main safety shutter came off. It is likely that the loose screw from main safety shooter resulted in the issuance of error 221 (service attenuator test failed). Therefore, the reported allegation is confirmed. The screw was tightened, and it was confirmed that the console was working as expected. Based on the information received, a conclusion code of cause traced to maintenance was assigned to this complaint.

Event description:
It was reported that the versapulse did not start during a procedure. Error 221 was displayed on the screen. No patient complications were reported. This complaint is being reported for a cancelled procedure with a patient under general anesthesia.